Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose level was recorded as "high," indicating an adverse impact on their condition. The customer addressed the high bg level by administering a correction bolus via their pump. Reportedly, the customer continued to use the pump for insulin therapy.